Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on, despite use of tandem charging cable, wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to known working wall outlet with tandem wall adapter for at least 30 minutes to see if charging would begin, and technical support attempted multiple follow-up callbacks, left voicemails, and planned to send follow-up email before closing case when customer did not respond.